Manufacturer narrative:
An event of worsening hear failure, a torn cusp, and patient death due to unknown causes was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
In (B)(6) 2015, a 29mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. Heart failure worsened on the patient, and one of the leaflets on the epic valve seemed to be detached and prolapsed into the left ventricle on the echocardiogram. A re-do mvr was planned, but the patient passed away before the surgery. The sales rep. Was preparing for the explant, but since the patient deceased before the surgery, further details on the issue could not be obtained.